Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had prime anomaly. Customer rewound the insulin pump but when filling, the insulin was squirting out. The event took place during fill tubing. Troubleshooting was performed. Customer was not able to successfully prime the set. There was compromised force sensor system alarm in the history also. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.